Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plan investigation is in progress and a supplemental medwatch report will be submitted upon completion soon.

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on 29may2019 with the following information: on (B)(6) 2019, during a si robotic case, a fire erupted at the electro cautery connector on the back end of a robotic monopolar scissor and the electro cautery cord to connect to the generator. The fire was small and was limited to the distal end of the arm where the cord plugs into the scissor and extinguished itself shortly after it started. The case was able to proceed with a new scissor and cord. Additional information received 12jun2019 states that the incident happened during an unspecified surgery, but the part that burned did not touch the patient. There was no known patient injury or surgery delay reported. No other information provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot number was not provided to perform device history record review. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed.

Event description:
N/a.